Manufacturer narrative:
Patient weight is unknown the 510k: this report is for three unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery. The locking compression plate (lcp) proximal humerus plate, three (3) locking screws, and three (3) cortex screws were removed. This was due to the patient falling and re-breaking the arm on (B)(6) 2018. The original implant date was (B)(6) 2018. There was no reported failure of the plate and screws. The devices were removed successfully without any issues. There was no patient consequence and no surgical delay reported. This report is for three unknown cortex screws. This is report 3 of 3 for (B)(4).